Event description:
It was reported that post the pacemaker replacement procedure the patient had a pulmonary embolism and has also had issues with fainting. The call was regarding if the system was MRI compatible. Technical services indicated that due to the abandoned lead it wasn't MRI compatible, and there were discussions regarding how to use the remote monitoring system. Additional information was requested. The device was explanted without additional allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that post the pacemaker replacement procedure the patient had a pulmonary embolism, and has also had issues with fainting. The call was regarding if the system was MRI compatible. Technical services indicated that due to the abandoned lead it wasn't MRI compatible, and there were discussions regarding how to use the remote monitoring system. Additional information was requested. The device remains in-service. No additional adverse patient effects were reported.